Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2027 due to diabetes ketoacidosis with high blood glucose of 430 mg/dl. The blood glucose at the time of the incident was 600 mg/dl and current blood glucose was 155 mg/dl. The significant events leading to hospitalization were nausea, vomiting, dehydration, dry heaves. Customer treated high blood glucose with sliding scale and long term insulin manual injection. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.